Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to discontinue a pd treatment due to not feeling well and a need to report to the emergency department (ed). There was no specific allegation that these events were related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient needed to prematurely terminate a pd treatment on (B)(6) 2025 due to a low peripheral oxygen reading. It was explained that the patient has preexisting chronic heart disease (prior to his start on pd) and he was advised by his cardiologist to report to the ed when his saturation of peripheral oxygen was below 80%. The patient was asymptomatic but concerned about his systemic oxygenation. The patient was admitted to the hospital on the same day and kept in the intensive care unit for an exacerbation of heart failure. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission; however, there is a plan to transition the patient to hemodialysis for renal replacement therapy in consideration of cardiac comorbidities. The patient is recovering from this event as he remains in intensive care and awaiting discharge home. It was confirmed that the patient¿s low peripheral oxygen due to an exacerbation of heart failure was not due to a deficiency or malfunction of any fresenius product(s) or device(s). It was unknown what modality of renal replacement therapy the patient will continue upon discharge; however, if the patient continues ccpd therapy, it will be on the same liberty select cycler as before this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to discontinue a pd treatment due to not feeling well and a need to report to the emergency department (ed). There was no specific allegation that these events were related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient needed to prematurely terminate a pd treatment on (B)(6) 2025 due to a low peripheral oxygen reading. It was explained that the patient has preexisting chronic heart disease (prior to his start on pd) and he was advised by his cardiologist to report to the ed when his saturation of peripheral oxygen was below 80%. The patient was asymptomatic but concerned about his systemic oxygenation. The patient was admitted to the hospital on the same day and kept in the intensive care unit for an exacerbation of heart failure. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission; however, there is a plan to transition the patient to hemodialysis for renal replacement therapy in consideration of cardiac comorbidities. The patient is recovering from this event as he remains in intensive care and awaiting discharge home. It was confirmed that the patient¿s low peripheral oxygen due to an exacerbation of heart failure was not due to a deficiency or malfunction of any fresenius product(s) or device(s). It was unknown what modality of renal replacement therapy the patient will continue upon discharge; however, if the patient continues ccpd therapy, it will be on the same liberty select cycler as before this event.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.